Manufacturer narrative:
(B)(4).

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no patient involvement.

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set.there was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual inspection of the returned sample did not reveal any defects or anomalies on the returned guide wire, cannula, nor catheterization device. No evidence of kinking was observed. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was advanced through the needle cannula. No resistance was encountered as the guide wire passed completely through the cannula. Therefore, the device functioned as expected. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. The returned device contained a guide wire with no visual evidence of kinking or damage. The guide wire also passed relevant functional requirements during lab testing of the device. A device history record review revealed no relevant findings to suggest a manufacturing related cause. Based on the customer report and evaluation of the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.